Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they couldn't get their implanted neurostimulator to recharge. Patient said when they hooked up the recharger, the cord started smoking by the paddle and burning their neck. Patient confirmed they could see a mark where the cord had burned them. Patient then said the issue started yesterday, and they were able to charge but now they couldn't charge at all. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.